Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. The pump, vad-20699, was not returned for evaluation. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 months, 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was subsequently admitted in (B)(6) 2018 with elevated lactate dehydrogenase (ldh) and clinical findings consistent with pump thrombus. Unfortunately, this event occurred in the setting of patient deferring recommendations for lovenox bridging in the setting of subtherapeutic international normalized ratio (inr) levels. Patient did undergo treatment with tissue plasminogen activator (tpa), which produced a temporary improvement in ldh levels. He has been maintained on aspirin, brilinta and eliquis for anticoagulation after previously deferring further treatment with coumadin. Patient was not a candidate for pump exchange secondary to longstanding history of noncompliance. No other alarms, malfunctions, or adverse events were noted.